Event description:
The customer called to report that the drive support cap was protruding from the case. The customer stated that he pushed the cap in when he noticed the damage, but he was not connected to the infusion set at the time. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading at the time of the call was 94 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.